Event description:
It was reported that case originally sized the femur to a 7. Then when the 6 femur trial was put on after cuts were made with navio and size 6 was still too big. Surgeon had to downsize with the manual block to complete surgery.